Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited multiple episodes of undersensing. The device had been reprogrammed to mitigate the undersensing. However due to the small amplitude of the patient's intrinsic activity, there was still occasional undersensing. The patient will continue to be monitored.